Event description:
Bovie was used with a modified needle tip. Started out at 20 coag when increased to 40, coag tip started smoking. Happened outside of pt's mouth. No injury to pt. Unit determined to be in good working condition by biomed dept. Problem determined to be setting range for modified tip.